Event description:
A car-(B)(4) nxstage cartridge was primed and continuous renal replacement therapy (crrt) was initiated on patient. Shortly after initiating crrt, blood was visible within the waste line of the cartridge concerning for a defect in the filter allowing blood to cross into the dialysate, and potentially dialysate into the blood.